Manufacturer narrative:
Batch review performed on 31 may 2024 gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r lot 2004706: (B)(4) items manufactured and released on 31-aug-2020. Expiration date: 2025-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional components involved in the event: batch review performed on 31 may 2024 gmk-sphere 02.12.0006r femoral component sphere cemented size 6 r (k121416) lot 1908849: (B)(4) items manufactured and released on 12-dec-2019. Expiration date: 2024-12-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 31 may 2024 gmk-sphere 02.12.0410fr tibial insert fixed sphere flex size 4/10 mm r (k121416) lot 2005227: (B)(4) items manufactured and released on 23-jul-2020. Expiration date: 2025-07-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with other 2 similar reported event during the period of review.

Event description:
At 3 years and 3 months from the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and re-implanted permanent product. The surgery was completed successfully.